Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. Visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. The reported condition of separation was verified. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The cause of the condition was determined to be due to a manufacturing issue due to an inadequate solvent bond between the female connector, insert chip, and main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. Vantive has implemented a manufacturing process improvement to add more solvent to bond the insert component to the main body, thereby preventing separation between the connector and the main body. Additional preventive actions have been identified and are being implemented. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection issue from a transfer set. It was further reported that ¿the dark blue piece of the miniset came loose from the miniset itself after the nocturnal treatment and was disconnected in the morning. While disconnecting, the dark blue piece was stuck on the patient line of the machine and so disconnected from the miniset¿. The patient subsequently experienced peritonitis manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.